Event description:
It was reported the patient ins (stimulator) battery depletion was normal. The patient mentions device was taken out in 2013 for normal depletion but also had symptoms return and pain in the ins site. The patient also states after having the device removed there was no infection. After the device was removed 7 months later the irritation or hurting went away. New " device was put in on the other side to give it a break". Additional information received reported the patient was asked if previous interstim's were replaced due to normal battery depletion and the patient states no.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).